Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) did not reveal any findings that would have contributed to the reported event of bleeding between the apical cuff and pump. Although a specific cause for the reported bleeding could not be conclusively determined through this evaluation, it was reported that additional sutures were required to affix the apical cuff to the heart. Additionally, evaluation of the device confirmed the reported damage to the latch arm of the apical cuff lock. According to the account, this damage occurred during the unlocking of cuff lock after bleeding was observed. Mlp-(B)(6) was returned assembled with the pump cable intact and the modular cable was also returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Initial visual inspection of the cuff lock found no anomalies with the locking arms. The latch arm was observed to be bent out of place and had evidence of tool markings, consistent with the report that the cuff lock was damaged while unlocking. The sealing ring and motor cap were inspected, and no signs of damage or deformation were observed. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The cuff lock was overlaid on a 1:1 scale drawing. Other than the bent latch arm, no obvious deformities were observed. Additionally, dimensional analysis of the cuff lock arms, sealing ring, and motor cap was performed. All were found to be within manufacturing specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-(B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage; cycling the lock 10 times; engaging the lock with a dummy apical cuff; and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5 ¿surgical procedures¿ (under ¿inserting the pump in the ventricle¿) states use a sterile surgical tool to unlatch the slide lock. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a heartmate 3 left ventricular assist device (lvad) and a centrimag right ventricular assist device (rvad). The implant occurred the evening of (B)(6) 2023 and ended early morning on (B)(6) 2023. After the chest was closed but prior to the patient leaving the or, significant chest tube bleeding was noted, and eventually the chest was reopened to investigate the bleeding source. It was noted that the bleeding was located in the vicinity of the pump/apical cuff. The patient was placed back on bypass. The pump was unlocked and removed from the apical cuff using the unlock tool. It was noted that the locking mechanism was irreparable damaged during the unlocking. A new implant kit was opened, and the pump was prepared while the surgeons reinforced the area of the heart around the apical cuff. It was noted that a few of the original pledgeted sutures were loose and not approximating with the heart any longer. Additional strips of felt were sewn around the perimeter of the apical cuff to reinforce. Once the new pump was prepped, it was locked into place on the apical cuff. Bleeding was again noted around the perimeter of the pump. The pump was carefully unlocked with the unlock tool. No bleeding was seen around the apical cuff, but further reinforcement was made to ensure apposition between the heart and the apical cuff by sewing a continuous running suture around the perimeter of the apical cuff. The new pump was again locked into the apical cuff, and bleeding was again noted. The bleeding appeared to be coming from between the pump and the apical cuff. It was suggested to wrap surgicel around the pump and apical cuff interface, but in the interest of time the heart was returned back to anatomical position and the chest was packed with mini laps and left open. The patient left the or in stable condition on the heartmate 3 lvad and centrimag rvad. Replacement pump MFR # 2916596-2023-08290.